Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display and did not come on with battery change. Customer placed original battery and display returned. Customer believed that insulin pump was not delivering due to high blood glucose. Customer's blood glucose was 297 mg/dl. Alarm history showed bad battery alarm, weak battery alarm, and time and date were not correct. Customer's blood glucose elevated to 428 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer was advised to monitor insulin pump and that battery cap would be replaced.